Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a f/u report detailing the results of the evaluation once it is complete.

Event description:
A report was received explaining that the listed device was found broken at the 15mm connector during patient use. The device was used by the patient for approx 4 months; it is unk how many times the device was reprocessed during the 4 months of use. No adverse effects to patient reported.